Manufacturer narrative:
Exact date unknown, event occurred a year ago from the date the manufacturer was made aware.

Event description:
It was reported that the patient experienced inadequate stimulation despite a reprogramming attempt and had to charge the ipg frequently. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned per hospital policy.